Event description:
Customer reports he obtained results of 333mg/dl, 245mg/dl, 204mg/dl, 185mg/dl and 132 mg/dl on the same device within 10 minutes. Customer reports that he took his sliding scale insulin based on the result he felt was correct, but he did not identify that result. No adverse event was reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.